Manufacturer narrative:
Product ID 3387s-40, lot# v875336, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v688050, implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v635198 , implanted: 2011 (B)(6); product type lead product ID 37092, lot# 286830001, implanted: 2011 (B)(6); product type accessory product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was reported after implant, the right side wasn¿t working properly and the patient was going to the doctor¿s office almost every single week for 3-6 months. It was noted, the patient had a metal taste in their mouth and was told that the lead was in the wrong location. The patient had a lead revision. It was noted that manufacturer records showed that the lead was replaced.